Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the lung during a laparoscopic lobectomy, the stapler was able to fire but staples did not form a proper "b" shape. A new staple was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit had full complement staples. The clamping mechanism was deformed. Functionally, the loading unit was applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of clamping mechanism was deformed that has no relationship to the reported condition. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.